Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient changed groups and the intensity went to 0.0 milliamps. The stimulation did not turn off. The manufacturer representative was reviewing the scenario when he was programming and believes that he deleted the original group and when he re-set it back up, he did not turn on adaptivestim. It was reviewed that if there is not an intensity assigned to a position, it will default to 0.0 milliamps. The manufacturer representative was going to call the patient back and see if she can turn on adaptivestim and set intensities for each position. The manufacturer representative switched groups 3 days prior to the report, but only checked it on the day of the report. Additional information was received from a manufacturer representative regarding the patient on (B)(6) 2018. It was reported that it was unknown if adaptivestim was enabled as the patient has not been in contact with the manufacturer representative to do any further troubleshooting. The manufacturer representative remembers that he may not have set positions and it was set up for adaptivestim. The manufacturer representative had not been in contact with the patient since the patient reported the issue to them, so no further actions have been taken to try to resolve the issue, and it was unknown if the intensity going to 0.0 milliamps had been resolved. There were no patient symptoms or complications reported.